Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a proximal biceps tenodesis, after accessing and preparing the anchor site (arthroscopically), 3.8mm tapered gold awl was used to prepare hole for anchor insertion. Twinfix ultra pk 5.5mm anchor was then introduced to site and standard recommended insertion technique started. After 3-4 turns of insertion handle, surgeon felt a "give" and noted that anchor tip had broken away from anchor body. No unusual or excessive resistance to anchor insertion noted in this patient (normal bone density). The entire anchor was retrieved, and a new anchor (same model) was opened and inserted without incident. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
One 72202599 twinfix ultra pk 5.5mm suture anchor reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 7) alternate prep method, instruments or method used. 8) incompatible or unexpected bone density/condition. 9) incomplete anchor insertion. 7) unexpected bone condition/density. 8) use of excess torque. 9) loss of or lack of axial alignment. Instructions for use are quite specific for this device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Final product met specifications upon release to distribution.

Manufacturer narrative:
One (B)(4) 5.5mm twinfix ultra peek device returned for evaluation. The complaint stated: ¿surgeon felt a "give" and noted that anchor tip had broken away from anchor body.¿ visual inspection shows symptoms consistent with fracture from torque/force and loss of axial alignment. The anchor was fractured. Distal threads were distorted. The entire anchor was included and still attached to suture and the inserter tip. The inserter fork tines were both bent. The symptoms are consistent with loss of axial alignment. A 3.8mm tapered awl is the recommended prep instrument for normal bone. That was the prep reported. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. No root cause related to the manufacturing of this device was confirmed.